Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell three of three. The home patient (hp) saw air in the drain line. The baxter technical services representative (tsr) had the hp cycle the power and disconnect. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported alarm. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, then a follow up report will be submitted.